Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station went down and went black during a case. A field service engineer confirmed that the customer reported that the station had gone down; however, when the coordinator checked a few minutes later, it was operating normally. It was noted that the network had been experiencing issues, which may have caused a temporary delay in server communication. The station has been in continuous use throughout the day without any issues. The unit was not available for further troubleshooting, as it remained in active use. The system functioned as intended when the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the device went down and displayed a black screen during a case and took a few minutes to come back up. The customer had to use another machine to pull the controls during the case. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.